Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd intima-ii¿ closed IV catheter system was damaged. This was discovered during use. The following information was provided by the initial reporter: on (B)(6) 2020, in severe pediatric disease, the catheter was extubated due to blockage on the second day of indwelling. After extubation, it was found that the catheter was broken in two sections with obvious creases and could not be recovered.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system was damaged. This was discovered during use. The following information was provided by the initial reporter: on 2020.8.17, in severe pediatric disease, the catheter was extubated due to blockage on the second day of indwelling. After extubation, it was found that the catheter was broken in two sections with obvious creases and could not be recovered.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/27/2020. H.6. Investigation: a device history review was conducted for lot number 9106901. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. The physical sample returned for evaluation and testing did not display the reported catheter deformation; in lieu of the affected device, functional testing was performed on retention samples for the reported lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for the damaged catheter that was observed in the provided photograph.